Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been having issues with her infusion sets and has been receiving no delivery alarms and experiencing high blood glucose. During no delivery alarm troubleshooting, the customer said that the alarm did not occur during manual prime and was resolved by a complete set change. During no delivery alarm during basal/bolus/fixed prime troubleshooting, the customer was advised that the motor positioning may have shifted and to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin did exit. She said that she was unable to remove the set in order to test a portion site of the infusion set. She removed the cannula and stated that it was not bent. The customer wished to run an additional 2 units to determine if the cannula/site connection was occluded. She stated that the insulin did exit. The customer was advised that the site may be occluded and to change the entire infusion system and to return the set for analysis. During high blood glucose troubleshooting, the customer¿s blood glucose at the time of the incident was almost 600 mg/dl and her current is 447 mg/dl. She said that she treated with a manual injection. She declined to check for air bubbles in the tubing and reservoir, declined to check for possible site/insulin issues and declined to check her settings. The customer also declined to run the high-pressure test. The insulin pump, reservoir and infusion set will be returning for analysis.